Manufacturer narrative:
A ge service rep performed an onsite investigation. The gpos cpu and rtos cpu assemblies were evaluated and replaced. The isd pcb and ps4 power supply were also replaced as part of the service call. The system was tested and found to be working as intended and put back to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.